Event description:
It was reported that during a knee surgery the fast fix t2 came loose before it was able to be implanted. T1 was already anchored and it was removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H11: g4 date received by manufacture of the initial report should be read as 15-apr-2020.

Manufacturer narrative:
H10: h3, h6: one 72202469 reversed curved ultra fast-fix assembly, used in treatment, not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿during a knee surgery the fast-fix t2 came loose before it was able to be implanted¿. An exact root cause cannot be determined with confidence. The instruction for use (IFU) states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.